Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes there was foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issues were found in tubes (367858) from lot 0133099: spot in tube ×1. Discolored tube ×3.

Manufacturer narrative:
H.6. Investigation: bd received 4 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm and color variation of the tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm and color variation with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes there was foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the following issues were found in tubes (B)(4) from lot 0133099: spot in tube ×1, discolored tube ×3.